Event description:
Event description guidant received information that the day following an implantation procedure of this implantable cardioverter defibrillator (ICD), noise was noted on the rate/sense channel of this endocardial lead, which inhibited pacing. All lead measurements and diagnostic were normal. The noise could not be reproduced by tapping at the implantation site. There is no electrical equipment in the patient's hospital room. Three days later, a spike was noted on a 6 lead EKG that the physician believed was loss of capture. A magnet was placed over the device at this time, thinking this would place the patient in an asynchronous rhythm, as with pacemakers. There was some noise on the EKG. The threshold was checked four times and was 0.8 volts. There was good sensing and impedance measurements.